Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation of the reported failure has been finalized. The device pressure transducer including the transducer pc(printed circuit) board was replaced and returned for investigation. No logs were been provided to verify the error. Our investigation of the returned pressure transducer could verify dirt inside the ceramic captivity on the pressure transducer. When mounted into a test device, the pre-use check fails due to leakage. When the dirt is removed, the pressure transducer shows no more faults, the returned pressure transducer worked according specifications. The cause to the reported error is due to the verified dirt found inside the ceramic captivity of the pressure transducer. It has not been established how the dirt got inside there.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that a pc board in the ventilator was found defective during a firmware upgrade. The patient involvement is not known. (B)(4).